Event description:
Abbott aim plus ambulatory IV infusion pump malfunction code #9. Did not infuse medications as prescribed. Caused implanted long term venous access to clot off & pt had to have catheter replaced in local hosp.